Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A patient that presented with a history of endovascular aneurysm repair (evar) received the graft in (B)(6) 2009. About two weeks before (B)(6) 2017, the stent had to be removed due to the fabric disconnecting at the suture points. The patient received a surgical graft. It was reported that there was no tortuosity or calcification. The surgeon will be sending the cat scan for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, complaint history, device history record, instructions for use (IFU), trends, specifications, quality control data and imaging was conducted during the investigation. Imaging review: impression: complete suprarenal and sealing stent detachment was confirmed. Two findings common to this failure mode were present. A third was likely. First, the main body was short relative to the aneurysm such that ipsilateral gate was implanted in the aneurysm sac rather than in the right common iliac artery. This is a finding common to sealing and suprarenal stent separation complaints. The lessened columnar strength leads to limb twisting and kinking. This limits outflow creating a water hammer effect that can eventually separate the sealing and suprarenal stents. Second, proximal seal zone expansion increased stress between the sealing and suprarenal stents. Over time, the sealing stent was essentially floating and dangling from the suprarenal stents. When a proximal seal zone fails due to superior extension of the aneurysm neck, the aortic wall is always thickened with mural thrombus. When the seal zone fails as a result of seal zone expansion, mural thrombus is absent as in this case. Consequently, the reverse funnel shaped thrombus free aneurysm neck represented the original seal zone that has since expanded. The proximal seal zone may have originally been outside the IFU. Seal zone expansion is uncommon with IFU compliant seal zones. The very large sac is a third finding common with the failure mode. The large sac provides the distal graft a greater potential space in which to twist and kink. The graft was supported by very mature thrombus in the inferior sac otherwise it would have imploded and occluded. This mature inferior sac thrombus indicates that the sac was large even before the proximal seal was breached. Significant findings relative to the patient¿s anatomy were observed. The aneurysm was large, particularly inferiorly. This provides greater freedom for limb twisting and kinking. Significant findings relative to the disease state were observed. The proximal seal zone was lost due to secondary seal zone expansion and not superior aneurysm growth. Significant findings relative to the use of the device were observed. The main body was shorter than recommended. This decreased potential columnar strength. The proximal seal zone may have originally been outside the IFU. Seal zone expansion is uncommon with IFU compliant seal zones. Significant findings relative to the design or performance of the device were observed. The sealing and suprarenal stents separated. Mechanisms include increased mobility of the sealing stent and development of a water hammer effect from restricted outflow. The increased sealing stent mobility was the result of seal zone dilation. The outflow restriction from limb twisting and angulation was facilitated by the short main body and large distal sac. Cause of adverse events was not observed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was (also) performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. This complaint is the only one associated to this lot number due to this product only having one per lot. Per the instructions for use: "the zenith flex aaa endovascular graft with the h&l-b one-shot introduction system is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair, including: ...non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 32 mm and no less than 18 mm, with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Patient selection, treatment and follow-up: "key anatomical elements that may affect successful exclusion of the aneurysm include...short proximal aortic neck (<15mm); an inverted funnel shape (greater than 10% increase in diameter over 15 mm of the proximal aortic neck length) patient selection and treatment: the length of the zenith flex aaa endovascular graft should extend from the lowest renal artery to just above the internal iliac (hypogastric) artery bifurcation. All lengths and diameters should be available to the physician, especially when preoperative case planning measurements (treatment diameters/lengths) are not certain.¿ imaging review results reveled a complete suprarenal and sealing stent detachment. Two findings common to this failure mode identified during imaging review include the main body being short relative to the aneurysm resulting in the ipsilateral gate being implanted in the aneurysm sac rather than the right common iliac artery; and proximal seal zone expansion resulting in increased stress between the sealing and suprarenal stents. Based on the provided information and the results of the investigation the most likely root cause of the reported event may be related to patient condition, user technique and failure to follow labeled instructions. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
It was reported that approximately seven years eleven and a half months post endovascular aneurysm repair (evar) this patient required additional intervention for stent removal due to the fabric disconnecting at the suture points. A surgical graft was implanted and a computerized tomography angiography (cta) was sent for evaluation. The site reported that the patient had no history of tortuosity or calcification. No further information was provided.